Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
Additional information later reported that the result of the dye study was that aspiration was not possible. The cause of the flipped pump was determined to be that the sutures were not intact. The flipped pump caused the catheter to kink/coil therefore causing the difficulty in aspiration. As a result, both the pump and catheter were replaced. As of the date of this report, the patient was doing ¿good,¿ and none of the devices were going to be returned to the manufacturer.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump revealed no anomaly. Analysis of the catheter revealed catheter body has significant twisting that may have affected infusion.

Event description:
It was reported that the pump was confirmed to be flipped. The expected reservoir volume was 5ml and the actual reservoir volume was 20ml. A dye study was performed and the issue was ¿no aspiration¿. The patient experienced increased spasticity. Oral baclofen was given. A revision was planned. The patient status was reported as ¿alive ¿ no injury¿. The device system was used to deliver lioresal.